Manufacturer narrative:
There was no button error alarm during testing. The pump had unresponsive bolus express button due to moisture damage keypad traces. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a cracked case on the display. It was reported that the customer's device would be replaced and returned for analysis.